Event description:
Additional information received indicated that patient presented for a follow-up in clinic. The implantable cardioverter defibrillator (ICD) was reprogrammed. Further information was requested but not received.

Event description:
Additional information received indicated that patient was in stable condition post programming changes.

Manufacturer narrative:
Additional information received indicated in the b5.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.